Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately calcified lesion in the sfa to popliteal using in.pact pacific paclitaxel eluting balloon catheter. It was reported that balloon twist was noted during inflation. Procedure was completed with another balloon. There was no injury to patient.

Manufacturer narrative:
Device evaluation: the label and the hub confirmed the lot number with the product complaint report. The balloon appeared unused. The red protection was on the balloon. The balloon was clean and folded. The drug coating was visible on the balloon surface. No evidence of twist or incorrect folding was visible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.